Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Concomitant medical products: product ID 97745nt (serial: (B)(6)); product type: ; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their controller screen is jumbled up and they can't to anything since a couple days ago. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller saw no device found. Agent had caller re-insert the battery and confirmed green light was flashing above the screen. Caller then connected recharger and went into passive recharge mode. Caller was seeing 59-60-61 and noted that they go nuts because they reposition and reposition all the time. Agent had caller move the antenna around and was able to get the middle number in the high 80s. Caller then confirmed they were recharging good and the controller was at 90% and the implant was empty. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.  Patient called back and stated they kept having to reposition when charging the implant. During the call there were no damages on the recharger, controller charging port and battery compartment. The recharger was 'curled' but patient uncurled the recharger. Patient denied recent falls, physical traumas, weight gain/loss. Patient plugged the recharger and got good; controller was at 80% and implant was at 30%. Quality was intermittent and kept going from poor to good. Due to patient being newly implanted agent redirected patient to their hcp to address the issue.